Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during while attempting to treat a patient (age & gender unknown), the device displayed an error message and inappropriately shut down. The complainant did not indicate what the error message was. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was not duplicated with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did show two occurrences of the device resetting. The logs indicated that the device does not complete a full power shut down, instead it performs a soft reset for a period of approximately four seconds. It's important to mention the device is designed to reset in rare circumstances if the device enters into an unstable condition. The soft reset is a mitigation so the device is able to continue therapy.